Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system and verified that the customer experienced an intermittent automatic shutdown of both the exam room and console room displays. The fse replaced the host pc and front panel to resolve the issue, restoring normal system functionality. The host pc was returned for analysis, and result indicated that no defect or malfunction was found on the reported issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was intermittently shutting down which can indicate a booting issue. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.